Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found and replaced split (cut) tubing at pinch valve (pv37) to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 10 to 20 mls of blue colored fluid leaked from the coulter lh 500 hematology analyzer during shutdown. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.